Event description:
A caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on the correct method to press the button, and the caller confirmed that the button functioned as intended after following these instructions.